Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The device involved in the event is not marketed or distributed in the united states. In accordance with medical device reporting requirements apply only to devices that are legally marketed in the u.s. Therefore, this event is not considered reportable under to the applicable regulations. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4). H11:this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during treatment for a wound on the patient's knee, after 3 days of using jelonet and opsite post op dressings, the patient experienced a severe allergic reaction with swollen eye lid and rash on her face. The knee was also swollen and warm, with a rash around the wound dressing area. The dressings were removed on the third day and she was admitted to the hospital. Doctors could not found out the cause of the allergy, until on the fifth day, when the patient's condition worsened. The dermatologist confirmed she had an allergy reaction from wound dressing adhesive (contact dermatitis). It was stated that these products failed to state precautions label, ingredients or warnings on the packaging. Following wound cleansing and IV on the arm removal, the patient showed significant improvement, with reduced swelling the next day.